Manufacturer narrative:
No patient involvement reported. Exact date is unknown. Additional device code: kwq. Reporter is synthes sales representative. Device history records review was completed for part: 314.467, lot: 7473874. Manufacturing location: (B)(4). Release to warehouse date: jan 21, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. Visual inspection performed at customer quality (cq) observed slightly worn tip on the returned screw driver. Furthermore, slight twisting of tip in the direction of resistance encountered during screw insertion. No further issues were identified. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) were reviewed and no design issues were identified. A relevant dimensional inspection of the distal stardrive feature could not be conducted due to the post manufacturing deformation (twisted). A definitive root cause for the returned screwdriver shaft becoming twisted could not be determined based on the provided information. However, the failure mode is typically associated with the application of excessive force during screw insertion. The overall complaint condition was confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, there was an unknown malfunction of the devices discovered in the sterile processing department involving two (2) depth gauges, one (1) hexagonal screwdriver, and one (1) stardrive screwdriver shaft. There was no patient involvement. Visual inspection performed at customer quality (cq) observed slightly worn tip on the returned screw driver. This report is for one (1) stardrive screwdriver shaft. This is report 4 of 4 for (B)(4).